Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "downstream occlusion" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review; however, no component issue was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.